Event description:
The patient was sleeping when the issue occurred but prior to that the pump had been dropped that resulted in hyperglycemia and treated with manual injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.